Event description:
This is the second pregnant, hyperemetic pt receiving IV hydration thearpy via a luther midline catheter to develop a thrombosis. Pt began therapy of d5/lactated ringers with mvi in 2001. Pt was using peripheral IV lines initially. The midline cath was placed in 2001 after 2 attempts and removed 6 days later.